Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient reported that her cgm was reading low mg/dl consistently. No bg meter comparison value was reported at this time. No patient symptoms were reported. The patient called emergency medical services (ems) for assistance. Once ems arrived, the patient¿s cgm was still reading low mg/dl while the bg meter reading was 116 mg/dl. The patient was treated with intravenous (IV) fluids and transported to the emergency room (ER). There was no documentation on whether any medication or treatment was provided to the patient while in the ER. It was also not specified how long the patient was in the ER prior to discharge. Attempts to reach the patient for further event clarification were unsuccessful. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).